Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that t2 did not fire. Another fast-fix device was used to complete the procedure with no significant surgical delay or patient injuries.